Event description:
It was reported the patient's blood glucose level rose to 400 mg/dL while wearing the Pod between 24 and 36 hours. When the Pod was removed from the infusion site (leg), the Pod's cannula was found flat. Additionally, patient reported bleeding at the insertion site. No treatment details were provided.

Manufacturer narrative:
Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts, drive stalls, or hazard alarms that would indicate a struggle to deliver insulin. Inspection of the device found blood on the adhesive pad. The fluid path components were inspected for damages and deficiencies that could contribute to bleeding or bruising at the infusion site. No issues were found. The exact cause of the bleeding event could not be determined. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: PHONE_CONTROL_IOS.Omnipod Software App Version: 2.2.1.Operating System: 26.5.Hardware: iPhone 18.2.CGM Sensor Type: G7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.